Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing, using peloris ii tissue processor. A leica field support specialist (fss) provided telephone support to the laboratory in association with his complaint. The fss was advised that although an error code indicating that bottle 5 (ethanol) could not be used for scheduled protocol because a final reagent threshold had been exceeded had been displayed at 11:29 pm on (B)(6) 2014, a processing run was started at 11:30 pm on (B)(6) 2014. The fss was also advised that supervisory staff began an internal investigation. During this investigation, supervisory staff became aware that a user had removed bottle 5 (ethanol) from the instrument and then re-inserted the bottle without replacing the reagent in order to start the scheduled protocol. The laboratory also provided the ethanol concentration in bottle 5 measured using a hydrometer, with was 52%. On (B)(4) 2014, leica biosystems received info from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Eval of the instrument logs found bottle 5 (ethanol) was removed from the instrument for (B)(4) at 23:30 pm on (B)(4) 2014 in response to info displayed in association with an error code. The period for which bottle 5 was removed is insufficient time to complete manual replacement of the reagent. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 5 which was used for the final dehydration step of the "factory 3hr xylene standard" and the "factory 6hr xylene standard" protocols remained unchanged at (B)(4) because the reagent had not been replaced. The minimum final reagent concentration for ethanol is (B)(4). The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing stps ultimately resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported was a use error involving failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris ii user manual, which occurred prior to commencement of the affected protocols.